Manufacturer narrative:
Concomitant medical products: model: 457445, lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) was triggered for high rate non-sustained episodes and sensing integrity counter (sic) noted to be due to electromagnetic interference. It was reported that the patient started hearing the lia audible alert after swimming in a pool. The ICD was checked by the patient¿s physician and the alert tones were programmed off. The ICD remains in use. No patient complications have been reported as a result of this event.